Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had leaking at the distal end. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had a white crystalized foreign material and the light guide lens had an orange foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the jet tube had a white, crystalized foreign material and the light guide lens had an orange foreign material. In addition to the reportable malfunction, the following were noted: the flexibility adjustment ring had a scratch; the air/water cylinder and the suction cylinder had no color; the auxiliary water inlet had corrosion; the plug unit was damaged; due to a cut on the bending section cover, water tightness was lost and the insulation resistance value at the distal end did not meet the standard value; due to damage on the nozzle, the water removal ability did not meet the standard value; the plastic distal end cover had a crack; the objective lens had a chip; the light guide lens had a crack; the connecting tube had a cut; the universal cord had buckling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that insufficient reprocessing due to leakage led to the malfunction; however, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU) 'chapter 3 preparation and inspection' and in the reprocessing manual 'chapter 5 reprocessing the endoscope.' Olympus will continue to monitor the field performance of this device.